Event description:
It was reported that the insulin pump alarmed no delivery during and off no power. The customer stated that they woke up at night with a high blood glucose reading. At the time of the phone cal the customer's blood glucose as 156 mg/dl. The customer stated that the alarm was resolved by changing the infusion set and the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.